Event description:
Allegedly the patient was revised due to the following complications: unstable hip replacements, dislocations, periprosthetic fracture, fracture fixation and sepsis (left). The cup was not removed.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This is the same event as 3010536692-2015-00013, -0014, -0015. This report will be updated once investigation is complete. Trends will be evaluated.